Manufacturer narrative:
Article reference: kuba r, et al. Vagus nerve stimulation: longitudinal follow-up of pts treated for 5 years, seizure: eur j epilepsy (2008).

Event description:
It was reported in an scientific article that during an eval study on many epilepsy pt's implanted with vns device, one pt had a worsening of seizures and vns was programmed off. The cause of increase in seizures is unk. No additional info is available.